Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon deflation difficulties were encountered. The target lesion was an area of in-stent restenosis of an unknown type bare metal stent in the "lateral circumflex" artery. An unknown type 3.0x32mm stent and an unknown type 3.0x8mm stent were implanted. Then a 3.0x24mm taxus express2 drug eluting stent was deployed, but the balloon would not fully deflate, with only "half" of the balloon coming down. The physician attempted to use a 30cc syringe as well as a 60cc syringe to deflate the balloon, but neither was successful. The physician then inflated the balloon to 30 atmospheres to rupture the balloon. The balloon "eventually" came out. There were no patient complications reported with the patient's current condition listed as "fine". Additional information has been requested, but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.